Manufacturer narrative:
(B)(4). Additional concomitant medical products: part unknown, lot unknown - unk cobalt chrome femoral head; part unknown, lot unknown - unk regenerex cup; part unknown, lot unknown - unk e1 poly acetabular liner. Customer has indicated product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event; please see associated reports: 0001825034 - 2018 - 00951, 0001825034 - 2018 - 00952, 0001825034 - 2018 - 00953. Reported event was unable to be confirmed as part number/ lot number of device involved in the incident is unknown. Device history record (DHR) review ws unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. This report is being submitted late as it has been identified in remediation.

Event description:
(B)(4). Pain and difficulty in performing activities 6 months and 1 year post a tha procedure.

Manufacturer narrative:
Zimmer still considers this complaint closed as the updated information does not affecting the existing investigation.